Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The patient was a baby. Although requested, patient demographics not provided.

Event description:
It was reported that the clinician went to change the total parenteral nutrition (tpn) for the day and the stock tpn bag from the previous day was empty. The IV tubing connected to the bag was empty all the way past the air-in-line sensor. The IV pump never alarmed air-in-line or notified the nursing staff that air was present. Tpn was noted to be present in the distal second half of the tubing all the way to the connection of the trifurcated line towards the patient. The pump was replaced. The event occurred in the neonatal intensive care unit (nicu). There was no patient impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pump module not alarming air in line was not reproduced. Functional testing shows the device is working properly and can detect both single air boluses and accumulated air. The event log showed the system was powered on at 1:16:05pm on (B)(6) 2020. The profile in use was identified as ¿twh nicu 2kg & over¿. Based on the logs, a guardrails IV fluids of drugid=67 (tpn) was programmed at 1:16:29pm on (B)(6) 2020 with a rate of 8.6ml/hr and a vtbi of 20ml. At 2:04:41am and 6:01:18 am on (B)(6) 2020 the vtbi was changed to 32ml. At 10:01:29 am the infusion completed kvo (kvo=1ml). At 2:01:09 pm the vtbi was updated to 32ml. The pump module is paused by the user at 3:54:25 pm. The pump module alarmed with safety clamp open for 5 seconds at 3:55:20 pm and then registers the door closed at 3:55:25 pm. The user channeled off the pump at 4:00:12 pm. The volume infused was cleared prior to each update to the vtbi. The total volume infused during the event was 15.738ml results from our test methods demonstrated the unit is operating within specifications. Device inspection: pump module s/n (B)(6) was received with instrument seal broken. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Latch pivot spring was observed to be misaligned. Internally, the unit was observed in over all good condition. The unit contained a moog ail assembly (s/n (B)(6)). The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module not alarming for air in the line was not determined. Customer¿s pump module¿s ail sensor detection was confirmed with in specification based on test results. Device history review: a review of the device history record showed the device had a manufacture date of 23nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the clinician went to change the total parenteral nutrition (tpn) for the day and the stock tpn bag from the previous day was empty. The IV tubing connected to the bag was empty all the way past the air-in-line sensor. The IV pump never alarmed air-in-line or notified the nursing staff that air was present. Tpn was noted to be present in the distal second half of the tubing all the way to the connection of the trifurcated line towards the patient. The pump was replaced. The event occurred in the neonatal intensive care unit (nicu). There was no patient impact.